Event description:
As reported the edwards european affiliate, post balloon aortic valvuloplasty (bav), the patient had wide open ai. After valvuloplasty, as the delivery system was being passed through the sheath, the patient¿s blood pressure dropped. CPR was initiated. Tee imaged showed what appeared to be either an anterior myocardial infarction or free aortic insufficiency (ai). The decision was made to put the patient on a heart lung machine from the groin. The delivery system stayed in the sheath. The heart lung machine, however, was not able to be placed from the groin due to patient¿s vessel anatomy, so the decision was made to open the chest and cannulize. This was successful. An angiography of the left main was performed which confirmed the left main stem was fully open. It was then assumed that the valvuloplasty had caused free ai. Due to the fact that valve was in sheath for more than half an hour, the delivery system and sheath were pulled out and a new valve and sheath were prepared. The valve was then able to be successfully implanted in good position, resulting in only trace pvl. The patient was taken to the ICU in stable condition.

Manufacturer narrative:
: Additional information received indicated the patient expired four days post valve deployment due to multi organ failure. There was no allegation that the death was related to the valve. The cause for the final condition of the patient was the long intra-operative reanimation after the bav due to the free ai.

Manufacturer narrative:
The bav catheter was not available for evaluation; however, there was no allegation of device malfunction. Per the instructions for use (IFU), regurgitation is a known potential adverse event associated with the overall transcatheter aortic valve replacement (tavr) procedure and balloon valvuloplasty. Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, the free ai resulted from balloon dilation of the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.